Event description:
As reported, approximately 7.5 years post initial left tka, the 63 y/o female patient had a revision due to pain and a flexion contracture. Surgeon performed the index surgery in 2015, the patient was complaining about pain and a flexion contracture. Surgeon's plan was to perform a poly swap however he did not believe that alone would help with the flexion contracture. Concurrently, he tested the femur to make sure it was well fixed and the component just fell off of the cement. It looks as though the cement interface had failed to hold onto the femoral prosthesis. There was no no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to hospital policy. No other patient information/medical history reported.

Manufacturer narrative:
Concomitant products: logic femoral ps cem left sz 3.5 (cat# 02-010-01-0235 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, d10, g4, h4, h6. D10: (B)(6) / 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. (B)(6) / 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) / 200-02-35 - three peg patella 35mm.